Manufacturer narrative:
The customer contacted siemens to report that a falsely elevated calcium (ca) test result was obtained from a dimension exl 200 instrument. An instrument check (chk) was performed and the result led to the conclusion that the reagent 1 (r1) probe was not sampling properly. The customer reportedly changed the r1 probe, the reagent 2 (r2) probe, the sample probe, the sample probe cleaner and the reagent probe cleaner. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. Siemens is investigating the issue.

Event description:
A falsely elevated calcium (ca) test result was obtained from a dimension exl 200 instrument. The customer indicated the initial test result was flagged with a reaction error and was not reported to the physician(s). The same sample was repeated on an alternate dimension exl 200 instrument and a lower test result was obtained. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated calcium test result.

Manufacturer narrative:
The initial MDR 2517506-2020-00328 was filed on 27-oct-2020. Additional information (01-dec-2020): a siemens customer service engineer (cse) found bleach was leaking from the instrument and performed the following: repaired the bleach tubing from the outlet of the peristaltic pump, changed the home position detector, replaced the small reagent 1 (r1) syringe, changed the solenoid valve r1 syringe panel, completed maintenance of the syringe panel (tip / hoses / syringes), aligned the sample probe and r1 probe in the cuvette position and primed all fluids. Post service activities, instrument performance was verified by performing a system check and all results were within specification. The cause of the falsely elevated calcium (ca) test result is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.